Event description:
Customer called stating her insulin pump alarmed button error. She changed the battery and this did nothing. She changed the battery again and the alarm went away. Customer entered her blood glucose and the device seems to be working now. She just wanted to be sure. Customer was advised to monitor the device and her blood glucose, and to call back if there are any issues. Customer's blood glucose level was 362 mg/dl due to the device being off for an hour while customer was swimming. She treated with a bolus. She declined trouble shooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.